Event description:
It was reported that during a partial laparoscopic nephrectomy procedure, after the device was fired, there were no staples on the artery. The procedure was continued on laparascopically. There was no patient consequence.